Manufacturer narrative:
Lot #: unknown/ not provided. Expiration date: unknown as product lot number was not provided. A complete UDI # is unknown as product lot number was not provided. A partial number has been provided device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the pi during laser firing, as the patient shifted body. There was no patient injury or surgical intervention needed.

Manufacturer narrative:
Section d9: device available for evaluation: no. Section h3: device returned to manufacturer: no. The product was not returned from customer therefore, no investigation could be performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.